Event description:
B-d filter needles 19 gauge, with 5 micron filter lot 1178873 they found two needles packaged without needle cover presenting both a contamination risk and a risk for needle sticks through the package.